Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the surgery of right hip replacement,when blowing the liner, the liner was broken as the photo shows. Removed all the pieces, as no back-up liner on site, removed the cup, changed with bigger size cup and liner to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.